Event description:
Account states that they have been using the stopcocks with lipids. They are aware that the stopcock is not recommended for use with lipids or lipid based solutions but had felt that the reports of cracking and leaking were due to misuse by the nurses. They now feel that the cracking and leaking is due to the use of lipids. There have been no reports of patient injury but they are used in the special care nursery so the potential is there. They will be switching to a lipid resistant stopcock as soon as possible.